Event description:
It was reported that the patient experienced pain at the ipg. The patient underwent a system explant procedure. The explanted devices will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year after the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50 , serial: (B)(6), batch: (B)(6).